Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned. The physician noted a clot formed on the septum after crossing with a double curve was. An activated clotting time (act) range of 200-300 was noted during the procedure. The patient was administered heparin and fully recovered. The procedure was aborted.